Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) USA alleging that their onetouch ping meter was reading inaccurately high compared to another meter as well as compared to their feelings and/or normal readings. The complaint was classified based on the initial call recording which the medical surveillance specialist listened back to. The patient informed the cca that the alleged product issue occurred at 7:12am on (B)(6) 2016. At this time the patient obtained a blood glucose result of ¿262mg/dl¿ with the subject meter which was higher than the patient felt was accurate. In response to this the patient took 5.65 units of humalog insulin via their insulin pump. The patient stated that 1 hour after taking this action they developed the symptoms of ¿sweaty and did not know where they were.¿ the patient self-treated these symptoms by taking a glucagon shot and then called the emergency medical services (ems) at 9am. The ems measured the patient¿s blood glucose and obtained a result of ¿70mg/dl¿ with their device which was different to a result of ¿233mg/dl¿ which was obtained on the patient¿s device at the same time. No further treatment was noted. At the time of troubleshooting the cca noted that unit of measure was set correctly on the subject meter. However, the patient¿s test strips had expired. The products were requested back for evaluation and replacement products were sent to the patient. Although the test strips used in this complaint had expired, and therefore the malfunction is being ruled out, this complaint is being reported because the patient suffered symptoms which meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.